Event description:
Surgeon initially placed the device off midline by 5mm and patient wanted him to take out implant and position midline. The device was explanted. The device was intact at the time of removal.

Manufacturer narrative:
Additional information and the return of the device has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified.